Manufacturer narrative:
(B)(4). D10 medical devices: vanguard tibial bearing (as) 71 mm width 11 mm thickness, catalog#: ve189061, lot#: 65503752. Vanguard cr ilok fem-rt 70, catalog#: 183012, lot#: j7621010. Series a pat thn 34 3 peg catalog#: 184786, lot#: 66406678. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately four months post-implantation due to the locking bar backing out. The tibial insert and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: marked medial displacement of the tibial implant locking bar. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.